Event description:
The user facility reported that during a patient procedure their cosgrove clamp broke and fell into the patient. The doctor was able to retrieve the pieces. No report of injury.

Manufacturer narrative:
UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Manufacturer narrative:
The cosgrove clamp subject of the reported event was not returned for evaluation; however, user facility personnel provided photos of the device. Photos of the device were evaluated and determined from the lot code that the cosgrove clamp is approximately 20 years old. Further evaluation of the photos showed that there was a broken cable wire with beads/pieces of the device contained within a plastic bag. Based solely on the provided pictures, the age and condition of the device cannot be eliminated as a cause of the reported event. The instructions for use state, "the cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Inspect internal cable for kinking, fraying or any damage to the cable. Do not use if any irregularity is detected."